Event description:
On (B)(6) 2007 - the patient underwent open umbilical hernia repair with sutures. On (B)(6) 2007 - the patient underwent open outpatient ventralex mesh implant procedure at the site of the previous umbilical hernia repair site. The mesh was sutured in place with 2-0 vicryl suture. On (B)(6) 2008 - patient underwent diagnostic laparoscopy for painful umbilical bulge. Per the operative report: omental adhesions were noted and attached to the underside of a 6 cm piece of mesh. The adhesions were taken down and the underside of the mesh was examined. "It was intact but it was not fixed. The round ligament ran under it superiorly, lifting up the superior border. [The surgeon] incised the round ligament using electrocautery and retracted the mesh caudad to find that the mesh lay on the peritoneum. [The surgeon] resected the remnant of the round ligament under the mesh as well as the peritoneum around it." A small hernia recurrence was noted on the right side of the mesh which measured 5-8 mm. Some incarcerated preperitoneal fat was noted. This hernia was reduced. The surgeon put the mesh back into place and found that it provided good coverage. The mesh was sutured back into place at the 3, 6, 9, and 12 o'clock positions. Current - the patient is currently reporting pain in the area of the previous umbilical hernia sites.

Manufacturer narrative:
Report indicates that the patient had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event.